Manufacturer narrative:
While patient monitoring, a broken tube mount was discovered. The corrective action is to replace the tube mount bracket. Any additional information about this incident will be included in a follow-up MDR.

Event description:
A potential safety issue: a broken tube mount was discovered during patient monitoring.